Manufacturer narrative:
E1: patient city - (B)(6), patient country - united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to emergency room on (B)(6) 2025 due to hyperglycemia. The high blood glucose event occurred because infusion set fell off due to less adhesive. The blood glucose level was over 600 mg/dl at the time of event and the patient got treated with intravenous insulin drips. The patient stayed in the hospital for less than twenty-four hours. Patient experienced symptoms like dehydration, vomiting and nauseosus. No further information available.